Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens (iol) implant procedure implant stuck in the injector. The implant involved lens was destroyed and another one was implanted to the patient.